Manufacturer narrative:
On 01/19/2016: the device was received for evaluation. Condition upon receipt: 1 un-sealed sample, part number 76353200m, from lot number 0209087976 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings). Evaluation: when compared to the assembly drawing and screw assembly drawing the suture was visible at the proximal end of the handpiece; however the threads of the screw were not visible at the distal end which would have resulted in the reported event. When viewed under magnification, it was determined that the distal tip (the threaded side) of the screw had broken off. The proximal end of the screw attached to the suture was still in the handpiece and could not be removed. The distal end of the screw was not returned which would have measured approximately 4mm in length. The screw and suture assembly is a supplied material assembly therefore manufacturing is ruled out as a likely cause. When viewed under magnification, the break point contained circular patterns that likely indicate excess torsional loads (excess = exceeded sufficient pressure required for operation). The complaint was confirmed for the alleged malfunction [broke]. Based on the available evidence and information the most likely underlying cause is consistent with operational context/user technique. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No devices were returned for evaluation.

Event description:
It was reported "screw function failure during surgery. Screw was broken during the surgery." There was no report of patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.